Event description:
It was reported a spectrum pump displayed an air in line alarm when there was an occlusion during preventive maintenance testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the reported symptom. During the eval of the device, it did not display any air in line alarms. Air in line alarms were found during review of the event history log. The spectrum pump passed air in line preventive maintenance tests per the spectrum service manual, and passed additional air in line testing.